Event description:
Caller alleged discrepant inratio2 results. Results as follows: date (B)(4) 2013, inratio2 1.0, lab 3.1. Time between tests: 2-3 hours. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.